Event description:
Procedure type: ventral hernia repair. According to the reporter: the pt had insertion of parietex composite mesh for a hernia repair approximately ((B)(6) 2013). He returned in follow up on (B)(6) 2013 and was noted to have fever and drainage from his incision. He was taken to the operating room today ((B)(6) 2013) for wound to be irrigated with 3l of fluid with bacitracin. A culture was done and was (B)(6) for (B)(6). Reportedly a drain was placed. Currently he is being treated with zosyn and vancomycin IV.

Manufacturer narrative:
(B)(4).